Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was recently implanted and had difficulty charging. The patient was still swollen and an attempt to charge failed. An x-ray showed that ipg was upside down. The physician replaced ipg. The patient was reportedly doing well following the procedure.